Event description:
The customer reported the system could not operate properly because the emergency stop switch was malfunctioning. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the emergency stop switch. The system operates as intended.